Event description:
On (B)(6) 2011, pt reported the up button on the infusion device sometimes does not pop up after being pressed and has no rubber covering it. Pt stated the rubber came completely off of the up button on the infusion device. Pt stated the rubber came completely off of the up button on the infusion device. Pt reported both the up and down buttons function when pressed, but the up button sometimes does not pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.